Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 100% stenosed, heavily calcified lesion in the chronic totally occluded (cto) mildly tortuous circumflex (cx) artery. After placement of a non-abbott guiding catheter and non-abbott guide wires, pre-dilatation was performed with a non-abbott balloon dilatation catheter (bdc). The 2.25x12mm xience alpine stent delivery system (sds) failed to cross the lesion due to interactions with the patient's anatomy and met resistance during withdrawal due to interactions with the patient's anatomy. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. The procedure was completed without stenting. There was no additional information provided.